Event description:
Event description guidant received information that the patient has had problems with his device and there is some swelling. For the past 2 years, he has been in and out of the hospital. The patient states that there is something wrong, he is not sure about the wires. He states he has had fast heart beats as well. The pacemaker is on an advisory.